Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (inadequate back up plan).

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient never exceeds the 12 unit bolus maximum or 75 unit daily. The reporter stated that on (B)(6) 2013 the pump was suspended at lunchtime at school due to the exceed daily limits and the patient did not receive insulin for the entire afternoon. The patient's blood glucose (bg) levels were in the 300-500mg/dl range despite around the clock injections. The patient had an upset stomach, no vomiting and no ketones. The mom confirmed that the patient was using alternate form of insulin delivery at this time. The mom reported that she contacted endocrinologist regarding dosing recommendations. The mom confirmed that the patient did not have to go to the hospital or seek any medical intervention. The mother also reported that the patient's bg levels were still elevated on injections. The mom reported that the patient received a new pump and resumed pump therapy and the patient's bgs returned to normal. This event occurred when patient was off the pump. This report is being made due to the patient's alleged hyperglycemic event that resulted from an inadequate back up plan.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed a 20 minute interruption in the pump delivery related to a ¿exceeds max tdd limit¿ warning occurring on (B)(4) 2013. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and no damage was observed to the force sensor or power circuits. No delivery related defects were found during testing.